Event description:
It was reported that stent dislodgement occurred. The 50% stenosed target lesion was located in the moderately tortuous superior mesenteric artery. A 6.0mmx14mmx150cm express sd stent was selected for use. However, during unpacking, when it was taken out from the hoop, the trainee accidentally performed air removal, and the stent was dislodged. The procedure was completed with another of same device. There were no patient complications nor injuries reported.